Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty forced sensor resistor. Insulin pump passed displacement test, rewind test, basic occlusion test, and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump unable to vibrate due to broken vibrator black wire. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Insulin pump was returned. Per failure analysis, insulin pump was not able to prime, was not able to vibrate and experienced physical damage. Customer's blood glucose was unknown.